Event description:
It was reported that stent damage occurred. During unpacking, the protection cap was removed and the nurse and physician noticed a deformation of the stent balloon. One stent end was already "a little bit inflated". The stent balloon also was inflated; however only at the proximal and the distal position of the stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent on the device was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends. It was also noted that the proximal stent struts were distorted and misaligned. It was alleged that the device was found in this condition when it was removed from its packaging. However, a review of the non contact measurement system (ncms) for the complaint device showed no damage prior to shipment. In addition the batch crimp records were reviewed which highlighted no abnormalities. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking, the protection cap was removed and the nurse and physician noticed a deformation of the stent balloon. One stent end was already "a little bit inflated". The stent balloon also was inflated; however only at the proximal and the distal position of the stent. The procedure was completed with another of the same device. No patient complications were reported.